Event description:
Fracture of an insertion post for a dental implant. Implant could not be placed to the final position. Implant needed to be removed again. Re-evaluation of the case as there was a misleading statement from the dentist back in 2022. This is the reason that this claim is reported 6 months after receiving

Manufacturer narrative:
Fracture of an insertion post for a dental implant. Implant could not be placed to the final position. Implant needed to be removed again. Re-evaluation of the case as there was a misleading statement from the dentist back in 2022. This is the reason that this claim is reported 6 months after receiving same day removal of the implant. No new implant placed. Dentist should have consulted IFU and use tap or pre-drill as described in the IFU.